Event description:
It was reported that the stenoscope system intermittently lost video. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The video cable was reseated during the service call. The system was tested and found to be working as intended and put back into service.